Manufacturer narrative:
Eval was completed and the customer's reported condition that the device would not turn on was confirmed. During inspection of the device, it was found that the battery was depleted and an upgraded harness needed to be installed. The device was repaired at the facility by a baxter rep. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated.

Event description:
Customer reported a failure of pump will not turn on. Customer reported there were no pt injuries associated with this report and there have been no incident reports filed since the last baxter service event. Customer reported incident occurred during biomed testing. Although baxter requested, no add'l info was provided regarding pt demographics, medication involved, or device programming info. No add'l contact info was provided.